Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the nurse followed the doctor's instructions to collect blood samples from the patient, and used vacuum blood collection tubes to collect liver function, kidney function, and ions. After the blood returned from the puncture, insert the vacuum blood collection tube. If the amount of blood sucked was insufficient, the vacuum blood collection tube was replaced immediately. No adverse consequences were caused.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the nurse followed the doctor's instructions to collect blood samples from the patient, and used vacuum blood collection tubes to collect liver function, kidney function, and ions. After the blood returned from the puncture, insert the vacuum blood collection tube. If the amount of blood sucked was insufficient, the vacuum blood collection tube was replaced immediately. No adverse consequences were caused.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.